Event description:
It was reported by service report that the bed scale was not accurate and fowler was drifting down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell. Faulty nut on motor shaft.